Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6- type of investigation, investigation findings, investigation conclusion and h11. It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a transducer out of calibration within the logs. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they calibrated the transducers. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had a internal self check error identified before use. There was no patient involvement.